Event description:
The clinician reported that almost 2 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician reported the patient's infection, pain and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.